Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the monopolar curved scissors instrument was not coagulating and giving proper energy during the surgery. It was replaced with another instrument of the same kind. No material was left in the patient and there was no patient harm. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that they did not observe any damage or a broken cable. There was no information on the color of the cable.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.